Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The right ventricular lead exhibited loss of capture. The lead was explanted on (B)(6) 2015.